Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): grip had a scratch; sheet holder unit had corrosion due to water leakage; due to a scratch on objective lens, the image had dark area partially; due to adhesive peeling around objective lens, flare occurs; due to wear of angle wire, bending angle in up direction did not meet the standard value; light guide-bundle had breakage; adhesive around objective lens had a chip; adhesive around light guide lens had a crack; adhesive on bending section cover was detached; universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the colonovideoscope had a piece of pipe cleaner remaining in the air/water channel. It was not reported when the issue occurred or when it was identified. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was considered to have been a piece of pipe cleaner - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device could be definitively confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.